Event description:
The customer reported the system does not complete boot up and displays a collimator pot error on the tower interface. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired broken wires. System operates as intended. (B)(4).